Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform displacement test due to the display anomaly. The s/n label located between the belt clip rails has rubbed off and become illegible. Did not note any cracks in the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack in the battery compartment. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.